Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque procedure in the tricuspid position where the patient received an evoque valve in an intended position without procedural complications and discharged home with stable condition. On postoperative day (pod) 16, the patient was in hospital due to lower gastrointestinal hemorrhage and anticoagulants were suspended. On pod 28, transthoracic echo (tte) showed restricted motion of the test device. On the following day, contrast-enhanced computed tomography (CT) demonstrated severe valve thrombus. A decision was made to prolong the hospitalization to resume anticoagulation therapy.

Manufacturer narrative:
The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence. However, no information available suggests a device malfunction related to an edwards manufacturing deficiency. Based on extensive investigations, historical imaging evaluations have been able to confirm the thrombus formation (device) allegation but have been unable to identify potential root causes. Previous investigations have identified that thrombus formation (device) is likely related to patient factors, procedural factors, or a combination of these factors which are not detectable on imaging evaluations.